Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Disposed of.

Event description:
During a radius treatment 2 bone screws broke during inserting.

Manufacturer narrative:
The reported event that bone screw, t7, 2.7x18mm was alleged of issue s-11 (breakage during surgery) could not be confirmed since the device was not returned for evaluation and no other evidences were provided. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. However, based on complaint history, the potential scope of application of excessive force (torsional) during screw insertion leading to the breakage of the screws cannot be excluded. The instruction for use clearly mentions that ¿screws should not be over-tightened during insertion. Excessive over-tightening will compromise the integrity of the screw head, result in possible screw and screwdriver blade breakage or deformation, and lead to loss of friction fit performance¿. The instruction for use also suggests that if the insertion of the 2.7 mm screw is hindered, it is recommended to use the 2.7 mm tap (62-27010) or the 2.3 mm cortical drill bit (60-23141, 60-23341, 60-23441) to reduce the risk of screw breakage during insertion. Thus based on the investigation, the root cause is not related to any deficiency in the product but rather related to user related issue. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
During a radius treatment 2 bone screws broke during inserting.